Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the adapter cable exhibited damage. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips call center personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the pad adapter cable is damaged. The event was outside of use and there was no reported patient nor user harm. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available there is insufficient information to confirm the reported problem and a cause could not be established. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.